Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural images were provided. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies device migration or dislodgement as a potential complication associated with use of the device.

Event description:
It was reported that 1-hour following embolization treatment using a web device in a left posterior communicating artery aneurysm, appearance of right hemiplegia and aphasia. Immediate return to the operating room under radiological control, visualization of migration of the device at the carotid end. New general anesthesia with retrieval attempts to recover the device were unsuccessfully. The patient was transferred to intensive care unit and remains hemiplegic and with aphasia .

Event description:
See h10.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: listed below are the complaints from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation: p23-0886 p22-4714 at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. The web embolization device requires the use of fluoroscopy. Potential complications related to angiographic and fluoroscopic radiation doses include, but are not limited to, alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia. The probability of occurrence of complications may increase as procedure time and number of procedures increase. Other procedural complications including but not limited to anesthetic and contrast media risks, hypotension, hypertension and access site complications. Warnings ¿ do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. Procedure - instructions for use detachment of the web embolization device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter. The physician has the discretion to modify the web embolization device deployment technique based on the complexity and variation in embolization procedures. Any modifications must be consistent with the previously described procedures, warnings, precautions and patient safety information in these instructions for use. I reviewed this complaint on 2/23/2023 and provided the following report: imaging review, p23-0886, (B)(6), md, 2/23/2023: five radiographic images are submitted. They are all 3d reconstructions of a left ica dsa. They are not identified as to date or time, or side injected. The images show a medium neck, approximately 4x6 mm pcom aneurysm. There is a web in the aneurysm. On the submitted images, I cannot tell how much of the web protrudes (or not) in the parent artery; conventional dsa images in the appropriate projections would be required to make that determination. No images are submitted that show the reported web migration or attempts at its removal. Based on the images provided, one cannot speculate on why the web migrated.